Event description:
It was reported that surgeon broke 2 screwdrivers trying to reposition a locking screw in the distal femoral locking plate set.

Manufacturer narrative:
Evaluation summary: (B)(4). Preventive maintenance: use an appropriate instrument spray for the mechanism of the self-retaining screwdrivers. Regular functional check and visual inspection. Replace and do not use in case of failure. Regular functional check of corresponding items (screwdrivers - screws)." (P.16, l24002000-en rev l reprocessing guide) a review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation.

Event description:
It was reported that surgeon broke 2 screwdrivers trying to reposition a locking screw in the distal femoral locking plate set.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.